Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator was allegedly not producing flow while in use. The patient's blood oxygen level decreased and the patient was admitted to the hospital. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The customer's complaint was confirmed. The device was found to have the system tubing incorrectly routed and was disconnected. This caused the flow of oxygen to be vented to ambient inside the enclosure. The manufacturer found evidence of nicotine contamination and dust and dirt contamination throughout the device.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator was not producing flow while in use. The patient's blood oxygen level decreased and the patient was admitted hospital. The device has yet to be returned to the manufacturer's service center for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.